Event description:
It was reported that during a coronary artery stenting treatment procedure, stent embolization occurred. The target lesion was in the distal right coronary artery (rca). The physician had selected and attempted to advance a 4.0x24mm liberte' bare metal stent (bms) but it was unable to cross the lesion. During withdrawal, the device got hung up on a tortuous, calcified portion and dislodged in the distal rca. Attempts to snare the stent were unsuccessful. The dislodged stent was "tacked" against the wall of the distal rca with 4 unk sized liberte' bare metal stents. The vessel looked "beautiful" at the end of procedure. There was no harm to the patient with the patient's current condition listed as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.